Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test and self test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with corroded electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump had crack on back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.